Event description:
Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution.

Manufacturer narrative:
B5. Description of event; corrected info: device history records inadvertently not included on initial MDR h6. Adverse event problem codes - type of investigation; corrected info: b14 inadvertently not included on initial MDR.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a generator replacement and then later came into the facility with a surgical site infection. The surgeon removed the device and part of the lead. Device return is not relevant to the report. No additional relevant information has been received to date.